Event description:
Depuy hip implant became infected. Almost died over the situation. It was a life changing event. Johnson and johnson pinnacle what I have now gives problems too, pain, tries to dislocate. On the date of first implant they said parts didn't come in. Diagnosis or reason for use: bone to bone, infection.